Manufacturer narrative:
(B)(4): this part is not approved for use in the united states; however a like device catalog # c01a, 510k # k041584 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent bkp surgery at l2. At the time of 1.5 cc cement was almost injected during right cement injection, cement leakage in retroperitoneal space was observed.